Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had abdominal pain after their implant and was hospitalized. Surgical intervention was then undertaken on (B)(6) 2024 in which their system was removed due to an epidural hematoma.